Manufacturer narrative:
Analysis was performed by onsite service personnel which included system tests. The results of the analysis indicated the unit was working well with no issues; however, philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device timed out and the patient went into respiratory arrest during a restart. The customer indicated the customer noticed the arrest when the patient became unresponsive. Additional information was not provided; therefore, good faith efforts are being performed.